Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 28mm promus element drug-eluting stent was selected for treatment. However, after post-dilatation, the physician noted a proximal edge dissection at the proximal part of the stent. The procedure was completed using a 2.75 x 24 promus element drug-eluting stent to overlap the first stent and covered the edge dissection. No patient complications were reported and the patient's status was stable.